Event description:
A 24-100 main body was chosen and deployed as per IFU. At the time of removal of the delivery system, the tip of the device hung up on two of the proximal suprarenal crowns. Force was added, and the two crowns bent inward on the nose cone and would not release. Several troubleshooting techniques were utilized, including rotating the device, pulling the floppy part of the wire back, re-advancing the sheath, etc. All attempts were unsuccessful. It was decided to try to advance the proximal clasp to cover the distal edges of the sheath in order to remove. This technique was successful, and we were able to remove the delivery system. The remainder of the procedure was completed, and we achieved an excellent result. Patient outcome: "aaa was excluded. Patient is doing well and was discharged the following day."

Event description:
A 24-100 main body was chosen and deployed as per IFU. At the time of removal of the delivery system, the tip of the device hung up on two of the proximal suprarenal crowns. Force was added, and the two crowns bent inward on the nose cone and would not release. Several troubleshooting techniques were utilized, including rotating the device, pulling the floppy part of the wire back, re-advancing the sheath, etc. All attempts were unsuccessful. It was decided to try to advance the proximal clasp to cover the distal edges of the sheath in order to remove. This technique was successful, and we were able to remove the delivery system. The remainder of the procedure was completed, and we achieved an excellent result. Patient outcome: "aaa was excluded. Patient is doing well and was discharged the following day."